Event description:
The customer reported being in the emergency room due to high blood glucose and diabetes ketoacidosis. The customer believes that the insulin pump was malfunctioning. The caller stated that he did feel sick after changing the infusion set. The customer stated that his blood glucose was reading 500mg/dl, but the sensor showed 20mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. The customer mentioned that the device has a crack on the device screen. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube lip, battery tube threads, and scratched display window.